Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was receiving the following medications via their implanted intrathecal pump: compounded baclofen (concentration: 2,400.0 mcg/ml, dose rate: 900 mcg/day), morphine (concentration: 16.0 mg/ml, dose rate: 6 mg/day), and bupivacaine (concentration: 8.8 mg/ml, dose rate: 3.3mg/day). The indication for use regarding the pump was intractable spasticity and multiple sclerosis. The patient experienced a little nausea and minimal report of increased pain. The patient did not have any significant symptoms of withdrawal per the pump manager. Suspicion of the integrity of the catheter existed. The pump manager noted a discrepancy at a refill performed on (B)(6) 2015. The expected residual reservoir volume (erv) was 5.8 ml; however the actual residual volume (arv) was 16.5 ml. The pump logs were subsequently read and a motor stall without recovery occurred on (B)(6) 2015. It was noted that there were many motor stalls with recovery noted the previous month. As per the pump's log the following was indicated: (B)(6) 2015 08:15 motor stall occurred, on (B)(6) 2015 08:50 motor stall recovery occurred on (B)(6) 2015 02:26 motor stall occurred, on (B)(6) 2015 12:13 motor stall recovery occurred, on (B)(6) 2015 02:53 motor stall occurred, on (B)(6) 2015 12:08 motor stall recovery occurred, on (B)(6) 2015 21:34 motor stall occurred, on (B)(6) 2015 21:34 stopped pump period may exceed tube se t, 08/21/2015 06:51 motor stall recovery occurred, on (B)(6) 2015 11:58 motor stall recovery occurred, on (B)(6) 2015 20:02 motor stall occurred. Also per the pump's log the following medications were administered at a simple continuous dose rate as of (B)(6) 2015: lioresal (concentration: 2,400.0 mcg/ml, dose rate: 898.9 mcg/day), morphine (concentration: 16.0 mg/ml, dose rate: 5.993 mg/day), and bupivacaine (concentration: 8.8 mg/ml, dose rate: 3.2961 mg/day). Surgery to replace the pump and possibly the catheter was planned. The integrity of the catheter was to be assessed at the time of pump implant. A date was not yet scheduled regarding the planned surgery. The issue was unresolved and the patient was without injury regarding their status at the time of the report. The pump was planned to be returned to the manufacturer. On (B)(6) 2015 a consumer reported that their physician told the patient that ¿lots of stalls¿ occurred and the pump needed to be replaced. The date of the event was noted as having been (B)(6) 2015. It was further reported that the patient's nurse had spoken to a company representative. No further information was reported. On (B)(6) 2015, additional information was received from a healthcare provider who indicated that the patient's pump was replaced. The catheter dye study showed a good myelogram and the catheter was not replaced.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.